Event description:
It was reported from patient's mother that after vns implant, the patient experienced seizures and remained hospitalized; the event required increased medications. It was also noted that there was a complication during surgery where the device was not working and required re-opening of surgical site. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.